Event description:
It was reported that while trying to cut suture, the laparoscopic scissors broke and had to be removed through the trocar. This was difficult to do because the scissors were open. The original intended procedure was a total laparoscopic hysterectomy and bilateral salpingo oopherectomy. We are not aware of any consequences to the pt. There is no further info provided by the enduser.

Manufacturer narrative:
Device available for evaluation. As of today's date 12/10/07, the device has not been returned to richard wolf medical instruments. The device was forwarded to the on-site repair 11/09/07, by user facility. Should the device become available for inspection we will provide a follow-up with evaluation.